Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the recharger wire had been coming out of the paddle for probably more than a year, maybe longer. Patient said they had been taping the paddle, but the wire shocked the heck out of the patient the other night, so they retaped the paddle, but the paddle wasn't working. A request was sent to the repair department to replace the recharger. When asked doctor, patient said they didn't know as they thought it was dr. But the last time patient wanted someone to reprogram their device, this question came up and patient couldn't get a hold of anyone.